Event description:
It was reported that approx 20 minutes into a da vinci hysterectomy procedure while dissecting the uterine ligaments and while using the tenaculum forceps instrument to manipulate the uterus, the instrument bent at the shaft and shavings from the main tube fell into the pt. The instrument fragments were retrieved and the planned surgical procedure was completed with approx a 20 minutes delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tenaculum forceps instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Per the case notes, the instrument fragments were retrieved from the pt and the procedure was successfully completed.